Event description:
Download data from a (B)(6) male patient revealed "gel previously released" flags. Zoll customer support contacted the patient, and the patient reported that wires were exposed on his electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released flags, exposed wires) was confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was ripped from the dn. No gel had been deployed. The damage caused the false "gel previously released" flags that were reported. The root cause for the damage cable could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The patient was issued a replacement electrode belt.